Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they can move the battery in their butt around and every time they sit down the battery moves. Patient stated they have an appointment with their healthcare provider (hcp) on the 15th for a sonogram to make sure everything was ok because they're not sure if everything was still connected. Patient noted they don't know what they were going to do about the battery because they can't sit and it's the most uncomfortable feeling. The patient was redirected to their hcp to further address the issue.